Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2005 - the pt had a bard/davol "marlex" mesh and a non-bard/non-davol tvt-o product implanted during a cystocele, rectocele and enterocele repair procedure for the treatment of stress urinary incontinence. Of note, prior to placement of the mesh, significant abdominal adhesions of the small bowel and large bowel to the anterior abdominal wall from her previous c-section were noted and taken down. The reported event only implies the pt had an unspecified injury due to a defective device.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or patient injury and medical records were limited to the pt's implant operative report only. Without a lot number, a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available info, no conclusion can be drawn. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.